Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage on (B)(6) 2021 is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation is pending completion. Device labeling, available in print and online, states: contraindications do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis: patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 15-dec-2021, the following information was provided to kci by the patient's family member: the patient allegedly had a bleeding issue due to a "capillary popped" and went to the emergency room. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was reapplied on (B)(6) 2021 with no current issues. On (B)(6) 2021, the following information was provided to kci by the medical assistant via fax: on (B)(6) 2021, emergency room documentation noted; "patient is a (B)(6) male with a history of prior colon cancer status post resection and multiple small bowl obstructions who presents tonight with bleeding from abdominal wound vac. Patient was recently admitted for small bowel obstruction requiring small bowel resection complicated by wound dehiscence and infection. He was discharged yesterday with a wound vac on his superficial abdomen, his fascia was closed. He was doing well until this evening when about an hour prior to arrival he started having bleeding from the wound vac site. Daughter at bedside reports that it appeared to be getting heavier prompting ed (emergency department) evaluation. Patient is not currently on any blood thinners, no new abdominal trauma. Wound vac had been working properly upon discharge. Patient has been getting up and going to the bathroom throughout the day today but denies any excessive straining or other abdominal pressure. He denies any abdominal pain at this time, had normal bowel movement earlier with no blood. Denies any nausea or vomiting. Denies any syncope or presyncope, palpitations or weakness due to the bleeding." "Rationale: (B)(6) male with history of recent small bowel resection complicated by abdominal wall wound infection presents with bleeding from his wound vac site. Patient was discharged yesterday with a wound vac and open abdomen; his fascia is closed. On exam he does have a blood oozing from underneath the wound vac from the left area of the tegaderm. He has no abdominal tenderness palpation, denies any fever or chills, denies any recent changes other that the bleeding. Normal bowel movement today. Low suspicion for intra-abdominal cause of this bleeding, likely due to increased movement around the house now that he has been discharged and getting up to use the restroom. Discussed the case with surgeon on-call dr. Burman who is familiar with this patient. Recommended taking down the wound vac completely and packing the wound. We will have him follow-up in clinic on monday. When taking down the wound vac a small punctate area of active bleeding was noted in the superficial tissue of the left side of his abdominal wound. Cautery pen was not available at our site so two 3-0 silk sutures were placed in this area and hemo-stasis was achieved. The wound was copiously irrigated with no further bleeding noted. The wound was then packed with wet-to-dry dressings as instructed by the surgeon, taped and wrapped. Patient was observed for period of time with no rebleeding or streaking. Discharged in stable condition, strict return precautions discussed at length." A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Event description:
On 02-feb-2022, a device evaluation was completed by kci quality engineering. On 29-nov-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 24-jan-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.